Manufacturer narrative:
No samples were received for investigation of (B)(4) in which the customer has stated: ¿found that the liquid leaks out of the medication, checking the transparent needleless connector was cracked ¿. The product in use at the time is reported to be a mz1000 china from lot 22045851. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22045851 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: 5. The situation that occurs when the medical device is bad: found that the liquid leaks out of the medication, checking the transparent needleless connector was cracked;